Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: sabat d., dabas v., dhal a. (2014) late extensor pollicis longus rupture following plate fixation in galeazzi fracture dislocation. Indian journal of orthopaedics. Volume 48, number 4, pages 426 - 428 (india). This case report presents a (B)(6) year old male patient who experienced a sudden snapping at the right wrist followed by inability to extend the interphalangeal (ip) joint of the thumb for 1 week. The patient previously sustained a closed galeazzi fracture dislocation in the same limb 6 months back, which was fixed with an unknown synthes locking compression plate (lcp). The patient noticed a tender area over the dorsum of the wrist for 3 months prior to presentation. On clinical examination, the right thumb was in an adducted position and active extension of the distal phalanx was not possible. A diagnosis of epl rupture was made. On radiographs, the distal locking screw appeared to protrude into the third extensor compartment, which caused the late epl rupture. The culprit screw (distal locking screw) was replaced with a unicortical screw and the rest of the implant was left in situ as the fracture had not consolidated. The fracture eventually consolidated by 6 months and at 4 years follow-up, the functional result with seem (specific epl-ei transfer evaluation method) is excellent with a score of 85. This report is for an unknown synthes distal locking screw. This report is 1 of 1 for (B)(4).